Event description:
The pt's family member reported that pt performed a blood glucose test using the suspect device and a result of 79 mg/dl was obtained. Pt later became incoherent and emergency medical technician's were called. Emergency medical technician's tested pts blood glucose at 441 mg/dl. Pt was transported to the hospital and admitted. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.